Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were presumed to have been due to the stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the subject event. Instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject events 1 and 2 as below: "¦ inspection of the endoscopic image confirm that the wli and nbi [white light imaging and narrow band imaging] endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." It is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed due to a damaged charged coupled unit. Additionally, during evaluation it was observed that the image disappears during image angling due to the damage to the charged coupled device unit, the adhesive on the bending rubber section rubber has a chip, and the bending angle in the up direction does not meet the standard value. In addition, the adhesive around the objective lens has discoloration, the insertion pipe is loose, the image disappears in the right/left directions due to the charged coupled device damage and switch one (1) has discoloration. Also noted was the video connector case had a scratch. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported that the endoeye flex deflectable videoscope displayed scope communication error code e216 when the angle is activated. The issue was found during equipment inspection by olympus staff. This report is being submitted for the reportable malfunction found during this inspection. There was no patient involvement associated with this event.